Manufacturer narrative:
Batch review performed on 11 august 2025 reverse shoulder system 04.01.0127 humeral reverse hc liner ø42/+6mm (k170452) lot. 2307538: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 18-jul-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Clinical evaluation at about 1 year and 7 months the patient came in reporting pain due to a dislocation of the liner from the glenosphere. These events are normally caused by the progression of disease to the soft tissues or the insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Additional component involved (not revised) reverse shoulder system 04.01.0209 lat. Glenosphere 42xø24.5 (k193175) lot. 2103993: (B)(4) items manufactured and released on 01-jul-2021. Expiration date: 16-jun-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with three similar reported events during the period of review (one previous case is related to the same patient). (Batch review performed on 11 august 2025) conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2023. On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner, and the surgery was completed successfully. (MDR 2023-01105) on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully. (MDR 2024-00134) on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner and the surgery was completed successfully. (MDR 2024-00693) presently, on (B)(6) 2025, at about 1 year and 7 months from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised only the liner, and the surgery was completed successfully.